Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. And the displacement test. Installed a water filled test reservoir, and primed pump. Set a basal rate and monitored the insulin pump for three days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at device display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had under delivery and had experienced high blood glucose. The customer¿s blood glucose level was unknown at time of incident and current blood glucose level was 16.9 mmol/l. The customer¿s blood glucose level was 30 mmol/l, 31 mmol/l and 32mmol. The customer was treated with pump and injections. The customer stated that the alleged pump was under delivering after giving the bolus by the pump and blood glucose does not come down. The customer was assisted with performing the high pressure test and the test failed. The customer was advised to disconnect at quick set release. The insulin pump will be returned for analysis.